Event description:
Pt undergoing stereotaxic guided core biopsy of microcalcifications in the left breast. Tip of the micromark clip mfg by biopsys apparently broke off and lodged within the breast area. Report to the MFR was made and they assured rptr that this is an infrequent occurrence and there were no ill-effects as the tip of the needle is made of the same material as the clip marker.